Event description:
It was reported that a mitaclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A steerable guide catheter (sgc) was inserted into the left atrium (la) without issues. The mitraclip ntw clip delivery system (cds) was inserted into the sgc. However, after dilator insertion into the sgc, while advancing the clip, air entered into the sgc. Right before the clip entered the la, one of the flush tubes disconnected from the port on the cds. The flush tube was reconnected. However, seconds after the flush tube was reconnected, an electrocardiogram (ECG) revealed the st elevation. A transesophageal echocardiogram (tee) revealed two little air bubbles in the la. The cds was retracted and aspiration with the sgc was performed. A coronary angiography was then performed, but the st elevations were gone and the coronaries appeared to be good. The cds was flushed again per the instructions for use (IFU) and the procedure was continued. The clip was deployed on the mitral valve, reducing mr to trace. It was noted that the patient showed no signs or consequences of the air embolism. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported loss of fluid column appears to be related procedural circumstances. The reported air embolism was due to the disconnection of the flush line. The reported EKG/ECG changes was cascading effects of the reported embolism. The reported patient effects of EKG/ECG changes, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitaclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A steerable guide catheter (sgc) was inserted into the left atrium (la) without issues. The mitraclip ntw clip delivery system (cds) was inserted into the sgc. However, after dilator insertion into the sgc, while advancing the clip, air entered into the sgc. Right before the clip entered the la, one of the flush tubes disconnected from the port on the cds. The flush tube was reconnected. However, seconds after the flush tube was reconnected, an electrocardiogram (ECG) revealed the st elevation. A transesophageal echocardiogram (tee) revealed two little air bubbles in the la. The cds was retracted and aspiration with the sgc was performed. A coronary angiography was then performed, but the st elevations were gone and the coronaries appeared to be good. The cds was flushed again per the instructions for use (IFU) and the procedure was continued. The clip was deployed on the mitral valve, reducing mr to trace. It was noted that the patient showed no signs or consequences of the air embolism. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.